Event description:
During the tunneling process the carrier in the tunneler broke at the end that connects to both of the extensions. The broken piece was stuck in the patient between the chest pocket and the insertion site in the mid-neck area. The surgeon successfully removed the fragment by cutting it out from the mid-neck. There were no other complications from the device breakage or fragment removal. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
The carrier was returned to the manufacturer for analysis on 07/18/2008, which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.